Event description:
A female patient reported that she experienced symptoms of a fungal infection while using renu with moistureloc multi-purpose solution. In 2006, the patient went to the hospital ER and was diagnosed with keratitis of the left eye. She was prescribed an unspecified antifungal medication and zymar drops to use qid os. The following day, the patient presented to an ophthalmologist complaining of light sensitivity and left eye pain. She also reported that she could only see blurred colors out of the left eye and could not make out distinct shapes. The ophthalmologist performed an eye exam and diagnosed her with a corneal ulcer. Cultures were taken. The patient was advised to continue treatment with zymar and to have the antifungal prescription filled. The patient returned to the ophthalmologist the following day still complaining of left eye pain. Her eye was red and swollen and the ulcer measured 3mm by 3mm. The pt was not responding to zymar. The patient's culture results were not back from the lab. The ophthalmologist consulted with a corneal specialist and advised the patient to go the emergency room (ER). The patient stated that she would go to the ER the following day. However, there is no record that the patient ever sought follow-up treatment. The physician also noted that there was no evidence that the patient ever filled the prescription for the antifungal medication. No further information was reported.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicated there were no anomalies that could have been related to the report, there were no fusarium recoveries form the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performances were effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.